Event description:
The healthcare professional reports that the pt line of the homechoice set became disconnected during the last dwell of automated peritoneal dialysis. The nurse and the pt are not certain how it became disconnected. The pt ended treatment and finished treatment with a new set of supplies. The nurse reported that there was no pt injury or medical intervention required with this incident.